Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2014 the patient underwent the following surgeries: 1. Exploration of posterior thoracolumbar fusion, 2. Removal of hardware with revision t9 to ilium posterior segmental instrumentation, 3. Revision l2 to ilium posterior arthrodesis, 4. Application of locally harvested autologous bone graft, allograft putty, chronos tricalcium phosphate bone graft substitute and rhbmp-2/acs, 5. Application and removal of mayfield tongs to treat the following pre-op diagnosis: lumbar pseudarthrosis with bilateral fractured rods following t9 to s1 decompression and arthrodesis for degenerative scoliosis with stenosis. Op notes: the level of the thoracic spine centrally the patient had formed a tremendous amount of bone and had a solid sheet of bone, which essentially covered not only the spinous processes and lamina but also the hardware. The hardware was covered all the way down to the level of the lumbosacral screws. Once we had exposed the bone overlying the hardware, surgeon set about the difficult task of exposing the hardware. This required the use of osteotomies, rongeurs, midas rex, and a considerable amount of time. It was, 4-1/2 hours into the procedure before we had the hardware completely exposed and finely removed. Once the overlying bone had been removed and the surgeons were able to access the hardware, we removed all screws on the right side with the exception of the right l3 screw and the surgeon removed all screws on the left side with the exception of the left l1 and l2 screws as these screws had maintained excellent purchase. All other screws had loosened to some degree. The surgeon noted that the s1 screws bilaterally were extremely loose. Then replaced each screw with screws of similar length, which were 10 mm in diameter wider with the exception of the left s1 screw, in which a screw 2 mm in diameter wider was used due to that screw being particularly loose. Similarly, 2 mm wider with the right s1 screw, but they had already used a 9-mm screw at the time of the last procedure and the 10-mm diameter was our maximum diameter. The surgeon noted that at the time of hardware removal we had noticed a fracture of the right-sided rod above the l4 pedicle screw on the right and we had noted a fracture of the left-sided rod below the l4 pedicle screw on the left. They also removed both cross-connectors. Two titanium alloy rods were contoured to the desired alignment and secured to the t9 through s1 screws. This was done by contouring the rod as closely as possible to the old rod and minimizing any stress on the instrumentation in this manner. All connections between screws and rods were tightened and torqued appropriately. The surgeon made the rods sufficiently long and contoured them into kyphosis along the dorsal aspect of the sacrum to allow for placement of the iliac screws. Two iliac screws were then placed, one on each side under lateral fluoroscopic guidance by establishing a starting point at the medial aspect of the ilium and then cannulating between the inner and outer tables with the use of a pedicle finder. Screws of appropriate length and diameter were then placed with very good purchase being achieved. All connections between screws and rods were tightened and torqued. Orthogonal radiographs as well as oblique radiographs confirmed what appeared to be acceptable positioning of all hardware. The wound was thoroughly irrigated. Then they proceeded with posterior arthrodesis, again from l2 to s1. The surgeons decorticated the posterolateral elements between l2 and s1 and then applied a morselized bone graft mixture consisting of locally harvested autologous bone graft that had been denuded of soft tissue and morselized by hand, of which we had an abundance, as well as allograft putty hand chronos tricalcium phosphate bone graft substitute mixed with 1 gram of vancomycin powder. Prior to applying this morcelized bone graft mixture, we had applied rhbmp-2/acs sponges along the posterolateral elements between l2 to s1 and, also applied both the bone graft and the bmp-2 sponges up along the medial aspect of the ilium, which had also been decorticated in order to try and achieve a fusion between the posteromedial ilium and the lumbosacral spine. The patient was then transferred out of the operating room in hemodynamically stable condition.